Event description:
The facility management questioned whether the injury may have occurred during a transfer using the sara 3000 floor lift, as the resident, who used this device, was diagnosed with a hip fracture.according to additional information obtained from the resident¿s spouse, the resident was transferred from the bed to a wheelchair using a sara 3000 floor lift. At the time of the transfer, the resident had no strength in his legs and was left suspended in the sling with his legs bent while the caregivers changed his clothing. After approximately 2 minutes, the resident was transferred into the wheelchair. The resident was transferred back to bed using a lift (it is unknown whether the same lift was used as during the initial transfer).the resident was in pain the next morning. The resident was transferred to the hospital three days later for further evaluation. Diagnostic imaging confirmed bilateral femoral neck fractures. Owing to the resident¿s advanced age and complex medical history (major neurocognitive disorders, coronary artery disease, hypertension, dyslipidaemia, a prior anterior left frontal stroke, historical clavicle fractures, and lumbar disc herniation), surgical treatment was not undertaken. The resident passed away the following day due to aspiration pneumonia, which was assessed by arjo clinical as not related to the use of the sara 3000 floor lift.the resident was transferred from the bed to wheelchair using a floor lift in combination with an arjo standing sling. No nursing assessment was performed prior to or immediately following this transfer. The two personal care assistants (pabs) involved in the transfer did not report any observations or concerns to nursing staff after the initial transfer. The resident¿s spouse was present during the initial bed-to-chair transfer. As the nursing staff was not informed of any issues by the pabs or the resident's family at that time, no immediate clinical assessment was carried out, and clinical monitoring did not begin until the following day.

Manufacturer narrative:
Newly received information confirms that the patient has passed away; however, the cause of death is currently unknown. At this stage, there is no evidence indicating a failure of the arjo device. The information-gathering process is ongoing, and the final conclusions will be provided in the final report.

Event description:
According to the information available, the resident had been using a sara 3000 floor lift, and facility management questioned whether the injury could have occurred during a sit-to-stand transfer. The resident sustained bilateral femoral neck fractures, was hospitalized for diagnostic evaluation, and passed away the following day. Based on the current information, it is not possible to determine whether the fractures occurred during use of the sara 3000, and the mechanism of injury remains unclear.

Event description:
The reported event involved a resident who sustained a hip fracture. According to the information available, the resident had been using a sara 3000 standing and raising aid, and management questioned whether the hip fracture could have occurred during a sit-to-stand transfer. At this time, there is no information confirming that the hip fracture occurred during the use of the sara 3000. The facility performed tests on the device involved and stated that they do not believe that the lift is at fault.

Manufacturer narrative:
The process of gathering information is ongoing. The results will be provided to the follow-up report. B3: date of event estimated based on the awareness date. D4: at the time of the report submission, the device details, including the manufacturing date, are not available; therefore, we are not able to obtain the UDI number. H3 other text: the device is not available for the evaluation.

Manufacturer narrative:
As per information gathered from the facility, the patient's death was attributed to probable aspiration pneumonia. The facility stated that "there is no reason to believe that the lift is at fault," and no malfunction of the arjo lift was claimed. The device information was updated. The device is distributed outside the us and no gudid information exists. The investigation is ongoing, and the final conclusions will be provided in the final report.

Manufacturer narrative:
There was no allegation from the customer that an arjo device caused or contributed to the patient¿s injury. The facility stated that ¿there is no reason to believe that the lift is at fault,¿ and no malfunction of the arjo lift was claimed. In addition, the fracture was not recognized immediately after the transfer but was diagnosed four days later, thereby preventing confirmation of a causal link between the transfer and the injury. As per the information gathered, there was no resident assessment prior to the transfer. It was also stated that the resident was unable to bear any weight with his legs at the time of transfer and was left suspended in a sling with his legs flexed for approximately two minutes. The resident was in advanced age and had a complex medical history. The sara 3000 instructions for use (IFU kkx81010m-en_12) state: ¿before attempting to use sara 3000, a full clinical assessment of the resident¿s condition and suitability must be carried out by a qualified person.¿ according to the IFU, the device is intended for residents who have been clinically assessed and are able to partially bear weight on at least one leg.based on the information available, the resident did not meet the criteria described in the IFU at the time of transfer.to conclude, based on the currently available information, it cannot be determined whether the fractures occurred during use of the sara 3000 floor lift. The mechanism of injury remains undetermined. There is no evidence to suggest any malfunction or failure of the device. The complaint was deemed reportable due to the resident sustaining a serious injury, which could potentially occur during use of the sara 3000 floor lift.